Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and neoplasm malignant ("cancer") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and heartbeats irregular. Concomitant products included amlodipine w/valsartan (exforge), carbamazepine (carbatrol) and rizatriptan (maxalt). In may 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), neoplasm ("tumor"), teratoma ("teratoma") and fatigue ("fatigue"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, migraine and weight increased had resolved, the neoplasm malignant, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, neoplasm, teratoma and fatigue outcome was unknown and the headache had not resolved. The reporter considered bladder disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, tumor / teratoma / cancer, pain, fatigue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.